Manufacturer narrative:
The pod was received fully deployed. Timeouts and a drive stall were observed in the pod data. No damages or deficiencies were observed that could have contributed to the reported needle deploying late or the observed timeouts and drive stall. No drive resistance was observed. No damages to the environmental seal or bottom housing were observed. The needle mechanism was manually reset to a non-deployed state, and then redeployed using the lock and load fixture. The needle mechanism was observed to deploy as intended. The pod was reset and reran without issues. It could not be conclusively determined when the needle mechanism deployed. It could not be determined if the observed high pulse width with drive stall is the root cause of the reported complaint.

Event description:
It was reported that the needle mechanism had a delayed deployment and the pod was unable to be used. As treatment, the patient removed the pod.

Manufacturer narrative:
Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g6 the device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.